Event description:
The customer reported that they were getting a shadow of the split bar assembly (in the image), as a result of a split drive unit failure. No information was provided regarding what image types (color, red-free, fluorescein angiography) were affected. The customer did not state that the fluorescein imaging was repeated. However, if the problem occurred during the fluorescein imaging portion of the exam, the technician may have rescheduled the exam. A rescheduled exam would have involved a repeat injection of fluorescein.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. (B)(4). The dealer service representative adjusted the optical sensor in the split line assembly. This resolved the issue and there have been no more problems. (B)(4).